Event description:
It was reported that the battery stabilizer and the front panel on the radio frequency (rf) ablation generator were broken. The unit was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed that the battery stabilizer and front case were broken.